Manufacturer narrative:
Hamilton medical ag ref (B)(4).

Event description:
The following was reported to hamilton medical ag: "a customer had a problem with c1 s.n. (B)(6): on (B)(6) 2025, at 15:30, the unit stop ventilate suddenly. The patient ventilated with mode psimv. The patient add spontanic breathings. She got humidification by a humidifier. Half of the time she had been ventilate with a half empty balloon. At 15:30, the unit stop ventilate, the screen turn to black mostly without ventilation data and a red message.". No health consequences or impact. The case has not been reviewed yet by hamilton medical ag, therefore the failure description could not be confirmed yet. So far, no relation to the device has been established.

Manufacturer narrative:
Investigation outcome: it was reported the device stopped ventilating the patient and the screen "turn to black mostly without ventilation data and a red message". The ventilation mode was psimv+ with "spontanic breathings" -per review of service log, it seems the device was on since january 10, 2025 until the reported shut down event (no off) around june 3, 2025. -service software tests were last performed on january 7th, 2025. Before the event, last time pre op checks were performed was on may 27, 2025. -per review of event log, the device has been ventilating non-stop since may 31, 2025; switching between psimv+ and pcv+ => (triggered by "sensor failure mode ventilation" alarm). Then there was a single switch to standby in june 1, 2025 before ventilating continuously (with same psimv+ and pcv+ as before) until the reported shut down event (no off) around june 3, 2025. It is unclear when the ventilation of the patient in question actually started. No technical errors/faults displayed on the logs. Between the standby and possible shutdown, the device alarmed continuously with various alarms: 'high frequency', 'vt low', 'low minute volume', 'inspiratory volume limitation', 'loss of peep', 'suctioning maneuver', 'disconnection on ventilator side'. The technician on site replaced the esm board and the device functioned as intended again. This case is conisered as closed.